Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "the nbp (non invasive blood pressure) was upgraded and the battery is broken". There was no reported patient involvement.